Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. Two clips were also returned loose, one of them had a broken hook. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A clip was loaded properly in the jaws. The sample appears used as there is biological material present on the device. First, the clip was manually removed from the jaws and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip loaded properly but was unable to be successfully applied to over-stressed surgical tubing as the jaws became misaligned. This was repeated with the same result for the next clip. The indicator clip was in the next position of the channel. The indicator clip was fired. The sample was disassembled in order to inspect the internal components. A closed clip was found in the handle. It was found that the bottom jaw was bent. The sample was received with 4 clips remaining including the closed clip, indicating that the end user fired 11 clips including the the returned loose clips. The damage to the jaw could prevent the clips from loading properly. It appears that an external force or side pressure was applied to the jaw, which caused it to bend. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip broken" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to be successfully applied to over-stressed surgical tubing. It was found that the bottom jaw was bent. The observed damage to the jaw could prevent the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that when the user tried to squeeze the handle to ligate a clip, it got broken. A clip got stuck in the jaws of the applier so that the user was unable to ligate, which occurred to 2 samples. Therefore, the device was replaced with a new one. No clip fell/remained in patient. The sales representative received the above complaints and 3 samples in total from the user. (Lot#: 73e0900863 (as reported) - 2, 73f1900180 - 1). It is unknown which issue occurred to which sample among the three at present.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number provided is not a valid number. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to squeeze the handle to ligate a clip, it got broken. A clip got stuck in the jaws of the applier so that the user was unable to ligate, which occurred to 2 samples. Therefore, the device was replaced with a new one. No clip fell/remained in patient. The sales representative received the above complaints and 3 samples in total from the user. (Lot#: 73e0900863 (as reported) - 2, 73f1900180 - 1). It is unknown which issue occurred to which sample among the three at present.